Event description:
The technician alleged the head of the bed would drift down and the bed would go into trendelenberg function. No patient impact.

Manufacturer narrative:
The tech replaced the head drive to resolve the issue.